Event description:
It was reported before use the cs100 intra-aortic balloon pump (iabp) had an electrical test failure code #58. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported issue. To fix the issue the fse replaced the solenoid driver pcb which corrected the issue. The fse tested the unit continuously for 2 hours and it was found to be working properly. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported issue. To fix the issue the fse replaced the solenoid driver pcb which corrected the issue. The fse tested the unit continuously for 2 hours and it was found to be working properly. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported before use the cs100 intra-aortic balloon pump (iabp) had an electrical test failure code #58. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information - e1(event site postal code - (B)(6)).